Event description:
Philips received a complaint from customer biomed reporting the touch screen on the v60 ventilator malfunctioned after a field change order (fco) remediation. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device an confirm the reported problem. The asp replaced the touch screen and confirmed operations with performance verification testing. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.